Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported they fell in (B)(6) of 2016 and fell three times in (B)(6). Since february stimulation hadn't been covering their pain and they experienced a loss of therapy. The consumer hadn't called their physician because she had an office visit scheduled for (B)(6) 2016 and was waiting until then. The patient programmer (pp) was used which showed a lightning bolt and stimulation was at 0.0 volts. The consumer attempted to increase stimulation without the antenna but said it was too difficult.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.